Event description:
Insufflation tubing from lap chole pack (dynj46610f), (lot 23kme704) with red discoloration as well as black ink on the tubing. Surgeon was uncomfortable using tubing during case. This insufflation tubing was discarded and replaced with new tubing. No patients were affected.